Event description:
The penta stent became stuck on the guide wire. It is unknown whether this occurred during advancement or removal. No injury to the pt was reported. This is being reported based on the analysis of the returned device, revealing that the tip had separated.